Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the pacemaker presented with no telemetry or magnet response. The ventricular lead thresholds had increased and there was no unipolar pacing. At the generator revision, the pacemaker was working and there were no problems with the telemetry. The pacemaker and lead remain in use. No patient complications were reported as a result of this event.